Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a medical personnel contacted boston scientific technical services (ts) and stated they received a message from the physician's office to contacted boston scientific regarding an unspecified alert from the remote home monitoring system. The medical personnel did not have the patient's name nor device information available. Ts advised the medical personnel that they could have the local field representative paged to come out to check the device, however this was declined. No further information was available. No adverse patient effects were reported.